Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During the processing of this complaint, attempts to obtain patient information were made but not received.

Event description:
Related manufacturer report number: 3006705815-2021-05508. Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2021 during which the leads were repositioned. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective therapy. Programming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.